Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the product issue began on (B)(6) 2016 when she obtained alleged inaccurately erratic blood glucose results of 720 and 260 mg/dl on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). She indicated that several times over the last few weeks between (B)(6) 2016 she took 20 extra units of insulin as a result of the alleged product issue. The patient stated that 2 weeks after the alleged product issue began, she developed symptoms of shaky and clammy skin. No medical intervention was reported and no other device was used to obtain a blood glucose result. During troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient's blood samples had been taken from the same approved sample site. However, the patient carried out the incorrect testing steps- placed the test strip in after puncture. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, altered her medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.